Event description:
A report was received that the recently implanted patient had difficulty charging due to swelling at the pocket site. The physician drained fluid and some blood from the pocket site and he did not suspect an infection. The patient is doing well.